Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. A 3.5mm x 24mm promus premier¿ stent was advanced to the lesion however, a non bsc guide catheter extension was delivered with force, causing a stent deformation on the proximal part of the stent. The procedure was completed successfully without any patient issue. No patient complications were reported and the patient's status was good.